Event description:
The pt underwent percutaneous gastrostomy tube placement today. The valve on the fixation balloon was defective and would not allow the balloon to stay insufflated with dilute contrast. This incident has occurred approx five add'l times with different pts, two of whom required new punctures to place a new gastrostomy tube.